Event description:
It was reported that the device was explanted due to premature eri after being implanted for 6 months. The patient is pacemaker dependent.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. The reported field event was confirmed in the laboratory. A longevity calculation showed the battery voltage was outside of normal limits. The device was tested on the bench and on the automated electrical system. No anomalies were detected. The device was temperature cycled and placed in a humidity chamber for one week. The device showed normal current consumption. The battery was returned to the vendor for further analysis. No anomalies were found. The cause of the battery depletion was undetermined.